Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2001. Revision of exactech femoral head used off-label in conjunction with oteonics cup and liner. Reason for revision was not reported.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Femoral stems from this company are designed for use with femoral head components and endoprostheses of corresponding taper geometries from this company. The surgeon must be fully knowledgeable about all aspects of the hip system surgical technique and use these implants in accordance with the respective indications and contraindications summarized in this document. In addition, the surgeon should be fully knowledgeable about the compatibility of system components and use each device accordingly. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient revision of the femoral head device is most likely due to the underlying patient conditions. This device is used for treatment, not diagnosis corrected data: no device evaluation pending this event does not qualify to "void" the medwatch, this is a reportable event.

Event description:
It was reported that a patient underwent a revision surgery of the femoral head due to cup loosening. There is no allegation of device problem or malfunction. Additional information has been requested and not provided.

Manufacturer narrative:
Void emdr, as there was no allegation against the exactech device and it was reported in error.

Event description:
Index surgery: 2001. Revision of exactech femoral head used off-label in conjunction with osteonics cup and liner. Reason for revision was not reported.